Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval confirmed the reported symptom of occlusion alarm. The occlusion alarm was due to a failed downstream sensor caused by an elevated downstream sensor reading/signal level. The failed downstream sensor will be replaced.

Event description:
It was reported that a device has an occlusion alarm without any reason. It was also reported that there were no pt injuries or adverse events related to the reported occlusion alarm.